Event description:
The patient had chronic back pain and was having a neurostimulator implanted in her abdomen. The patient was positioned on left lateral side. The doctor was inserting a tunneler (plastic tip and metal guide) into the patient's back to be tunneled to the right abdomen. While inside the patient, the tunneler fractured with a clean break into two pieces. It broke at the plastic-like end. The doctor was able to remove the pieces from the patient. The instrument was supplied by abi (advanced bionics) and two representatives were present during the incident.